Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported, the patient presented in clinic due to a vibrational alert from the device. Upon interrogation, the device was found to have 3 months remaining longevity. Premature battery depletion was suspected as at the previous follow up in march, the device had 3 years remaining longevity. The device was explanted and replaced to resolve the event. The patient was stable.